Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was programmed at an unspecified time to deliver ativan and the delivery was started. No specific programming parameters were provided. Approx thirty minutes later, the nurse noted that the pump was "flashing" and displayed an alarm message; however, there was no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received.